Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set pump fell out of their pocket and the adhesive for the anchor point came off on (B)(6) 2026. The patient replaced the infusion set resumed insulin deliveries successfully. No further information available.